Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of an upcoming revision due to infection. There were no additional adverse patient effects were reported. As of this time, the rv lead still remains in service.